Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump would not power on after overnight charging and did not respond to the sleep/wake button, while the charger displayed a solid green light; a wireless charging test with the user¿s phone on the same pad also failed, indicating a charger or charging pad malfunction. No adverse clinical symptoms associated with no device vibration or wake response. Outcomes included transition to backup therapy and interruption of automated insulin delivery until charging could be restored without emergency care or hospitalization. Investigation included remote troubleshooting to verify charger function with an alternate device and user education regarding compatible wireless chargers up to 10 w output. Investigation of this case revealed that the charging accessory was likely nonfunctional, preventing adequate power transfer to the pump. It was concluded, based on previously established findings for similar reports, that the cause was accessory failure leading to inability to charge the device.